Manufacturer narrative:
Cause traced to component failure. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate the iabp and upon arrival the customer had already replaced the helium tank and the seal, and the iabp was not leaking. The fse evaluated the iabp using the helium tank as a tester. The iabp had no leaking issues. The fse then performed a full calibration and functional checks per the factory calibration procedure. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. The circumstance of this event is unknown; however, no patient was involved and no adverse event was reported.